Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire. Device evaluation of battery packs sn (B)(4) and sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p2 and p4 pad was loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery. Manufacture dates: electrode belt sn (B)(4) - 07/09/2018. Battery pack sn (B)(4) - 1/6/2020. Battery pack sn (B)(4) - 06/07/2017.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and that their batteries would not power up the monitor.